Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 76-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the repositioning sheath was unable to be secured, causing bleeding. Resuturing was unsuccessful. The physician planned to remove the impella. The following day after impella insertion, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 2.7l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Additional code added for difficulty to lock/unlock tuohy based on clinical statement of "repositioning sheath unable to be secured due to body habitus and causing bleeding." B1 product problem selected.

Manufacturer narrative:
Added: d3 corrected: d4 (serial) the cause of the major bleed/asae likely resulted from difficulty securing the repositioning sheath due to patient's body habitus, pannus, and obesity based on clinical details. The cause of the difficulty securing the repositioning sheath was most likely caused by the patient's body habitus, pannus, and obesity based on clinical details.